Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool smarttouch sf catheter and an irrigation issue (device was used in the patient) occurred. The device evaluation was completed on 09-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool smarttouch sf catheter and an irrigation issue (device was used in the patient) occurred. Irrigation inadequate. It was reported that during the operation; there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 12-aug-2025. The suspected device for the reported flow/irrigation issue was the catheter. The device was used in the patient. No error. Removed the catheter from the patient's body and found that it was not bent. Pressed the flushing button on the pump, and the catheter could be perfused normally. However, if it would be slightly bent, the catheter could not be fully perfused. Therefore, it was judged that this problem caused the tip to bend during ablation, which resulted in insufficient perfusion of the tip and high temperature, and the discharge was stopped. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. This irrigation inadequate issue was originally considered non-reportable, however, bwi became aware on 12-aug-2025 that the device was used in the patient and have reassessed the event as reportable. The awareness date for this record is 12-aug-2025.